Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The blood glucose reading was 500 mg/dl. The customer was wearing the insulin pump at the time of the event. She was treated with intravenous fluids and manual injection. The drive support cap appeared normal. Insulin did exit with a manual injection and no leaks were observed. Air bubbles were noted in the reservoir. The customer removed the infusion set and found the cannula was bent. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.